Event description:
It was reported that pump insulin gauge displayed an amount that was different than expected, showing 0 units when customer expected about 210 units, and customer also had questions about how automated insulin adjustment feature was working. There was no reported impact to the customer¿s blood glucose level. Customer resolved gauge discrepancy by loading new cartridge, received offer for email resources on cartridge loading, and later contacted technical support again, where support reviewed pump data, explained that automated feature was working as intended and that frequent manual dose overrides limited automatic adjustments, and customer understood and acknowledged before case was closed.